Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range shock impedance measurements as low as 6 ohms. Technical services (ts) was contacted and recommended possible reprogramming options, and the impedance measurements went up to the 60-70 ohms. This crt-d remains in service. No adverse patient effects were reported.